Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net, noise reversion were noted on the electrogram. The baseline is clean, and the sensed signals have a faily consistent morphology. It was suggested to bring patient in clinic for assessment and perform isometrics and pocket manipulation to see if the noise could be reproduced. No intervention had been reported.